Manufacturer narrative:
Follow-up report will be filed when investigation is complete. (B) (4).

Event description:
The customer reports that the newly added pt orientation markers are displayed incorrectly on images from a digital radiography room. There was no reported pt injury associated with this event.